Manufacturer narrative:
As reported, the user identified an abnormal split in the outer sleeve of the 5f mynx control vascular closure device (vcd) during the preparation step. The user clarified that they were referring to the tip where the sealant is housed. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was intended to be used in a diagnostic procedure. No device damage was noticed prior to opening the package. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was found in the closed position. The sealant was exposed on the distal end in its manufactured position due to the sealant sleeves being frayed/split, conditions that aligned with the reported event. The catheter sheath introducer (csi) used with the unit was not returned for this evaluation, but the syringe was received. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed due to the condition of the received unit, where the sealant sleeves presented frayed/split/torn conditions. Per functional analysis, an insertion/withdrawal functional test could not be performed due to the conditions observed to the sealant sleeves. However, functional testing was executed due to the premature exposure of the sealant observed in the received condition of the unit. Using the returned syringe, the complete deflation of the balloon was promoted, and after obtaining the adequate tension indication, buttons 1 and 2 were depressed, achieving the expected mechanism of deploying the sealant and retracting the balloon successfully, showing no traces of malfunction that could be related to a compromised mechanism. A magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeve portion did present conditions that could be related to the reported event as a frayed/split/torn condition was confirmed. Additionally, a prematurely exposed state of the sealant was observed on the distal portion. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the user identified an abnormal split in the outer sleeve of the 5f mynx control vascular closure device (vcd) during the preparation step. The user clarified that they were referring to the tip where the sealant is housed. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was intended to be used in a diagnostic procedure. No device damage was noticed prior to opening the package. The device was returned for analysis finding the sealant was present exposed on the distal end in manufacturing position.